Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient stated on (B)(6) 2020, rash and inflammation was observed at the sensor site. The patient stated that scar tissue was developing. He self-treated the area. After noticing the skin reaction, the patient consulted with his doctor. There was no report of any treatments to this skin reaction site on the abdomen suggested by the doctor. The physician suggested that hydrocolloid patches be used on future sensor sites. Additionally, the patient reported prior to sensor placement barrier products and wipes were used. This is being reported due to the report of scarring. No additional patient or event information is available.